Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck at the carefusion blue screen. A technical support specialist (tss) connected remotely to the station and confirmed the condition. A reboot was performed, but the issue persisted, and an attempt to deploy the package was unsuccessful. Further analysis identified that a required remote support service (rss) component folder was missing on the device. The tss reinstalled the necessary rss components and rebooted the station. Following the reboot, the application launched successfully, and the station returned to normal operation. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es stuck at carefusion blue screen. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.